Event description:
Patient reported obtaining a blood glucose result of 240 mg/dl, on the suspect device. Within 5 minutes, patient's blood glucose was reportedly retested on endocrinologist's device, with a result of 98 mg/dl. No treatment was received. Quality control testing was not performed the suspect device. Technical support requested the return of the suspect product ad replacement product was shipped.